Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed two iabp unit shutdowns logged in the iabp log files about two hour apart prior to the reported issue. The fse also observed fault #7, #45, and #51. The fse was unable to duplicate the reported issue when turning on the iabp unit in standby. As a precautionary measure, the fse determined the main board and the datasettes should be replaced. The fse returned at a later date and replaced the aforementioned parts. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while in use the cs300 intra-aortic balloon pump (iabp) stopped working. There was no patient harm and no adverse event reported.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation conclusions, investigation findings). Additional information: e1 (event site telephone: (B)(6)).